Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the device logs revealed drain volumes that meet the increased intra-peritoneal volume (iipv) criteria. The cause for the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
Three increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 1 of 3. The iipv occurred on (B)(6) 2011 during drain cycle 5. The programmed fill volume was 2000ml. The drain volume was 3429ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported. Patient transferred to hemodialysis and is no longer performing peritoneal dialysis using the homechoice device.